Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the patient was sent home with a life vest and a referral to another hospital for extraction. However the patient has not decided whether he wants an extraction or another lead. No additional adverse patient effects were reported. Additional information received reported that during implantable cardioverter defibrillator (ICD) replacement for normal battery depletion (nbd), this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: updated patient code to electric shock and added impact code for sedation to reflect diagnostic intervention performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the patient was sent home with a life vest and a referral to another hospital for extraction. However the patient has not decided whether he wants an extraction or another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: updated patient code to electric shock and added impact code for sedation to reflect diagnostic intervention performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the patient was sent home with a life vest and a referral to another hospital for extraction. However the patient has not decided whether he wants an extraction or another lead. No additional adverse patient effects were reported.